Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: based on the available information we are not able to identify a root cause at this time. Rationale: no lot information or sample available. No further investigation required.

Event description:
It was reported that bd phaseal¿ protector p50 broke while pushing air into the vial. This was discovered during use. The following information was provided by the initial reporter: material no: 515105, batch no: unknown. It was reported that a cisplatin 100 mg/ 100 ml vial broke while pushing air in to the vial to withdraw the required amount. The phaseal chamber did not expand to let air in. We recently experienced the chemo spill in our compounding hood as reported below: a cisplatin 100 mg/ 100 ml vial broke while pushing air in to the vial to withdraw the required amount. The phaseal chamber didn't expand to let air in. The vial seems didn't resist the pressure that we normally do. The spill happened in side the chemo-compounding hood which is confined and didn't have any spill outside of the hood. It seems that amongst other potential contributors, one factor that could have played a role is/was a faulty phaseal adaptor. I wanted to report this incident in case there has been other occurrences of this type recently.